Event description:
The facility reported an infusion pump with a failure code 500. The failure was reported to have occurred during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the reported condition of failure code 500 was confirmed by the baxter repair technician. The failure that occurred during power up was determined to be a defective front bezel keypad, which was replaced. The device was tested by the technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.